Event description:
Information was received from a patient who was implanted with a neurostimulator indication for gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. Patient said program 1 doesn't work, program 2 backs up her urine, program 3 backs up her bowel and program 4 doesn't work. She takes so many pain medications that her bowels were already an issue. She was not eating because she was afraid to block up anything. She was on antibiotics and her kidney was hurting so bad. Patient has an appointment tomorrow with hcp (healthcare provider). Event date: (B)(6) 2015 for issues with programs. Patient said they started in (B)(6) 2015 and went super bad last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.